Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation on the customer's device and was unable to duplicate the reported issue. Physio downloaded the device's electronic records and verified the reported event. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered itself off during patient use. There were no adverse effects to the patient due to the reported issue.

Manufacturer narrative:
Physio-control further evaluated the customer's device and replaced the battery pins as a preventative measure. Physio-control evaluated the customer's ac power adapter and observed that the ac power adapter does not communicate with the lp15. This was also verified through the device's electronic records. The customer received a replacement ac power adapter. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device powered itself off during patient use. There were no adverse effects to the patient due to the reported issue.